Event description:
Essure causing multiple problems: chronic fatigue, rapid hair loss, abnormal lab results, unexplained bruising with no trauma, heavy bleeding with clots, depression and anxiety, rash all over body, painful sex, extreme sore and tender joint pain, brain fog and memory loss.